Event description:
Health care facility reported that a male burn pt with donor site had a PICC placed on august 19 (healed donor site) with biopatch. It was reported that tegaderm chg dressing was placed on august 20. Facility reported that on august 26, the dressing was coming off with white macerated skin under gel pad and gel pad was not apparent. Facility reported, the symptoms as blisters, erythema, macerated skin, eschar and pus from the insertion and the symptoms were under the gel and dressing. Facility reported that the dressing was discontinued, the site was cleansed with normal saline and wrapped with gauze and biopatch. On 8/27, there was white eschar under biopatch. The facility reported that the pt was then switched to gauze only and believe pt has a problem with chg. The PICC line was removed due to infection, unk cause of infection. Further follow up with the facility, the pt was improving.

Manufacturer narrative:
Device or lot code not provided to manufacturer for eval. Complaint type will be monitored. The insert provides the following info on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.